Event description:
It was reported that a malfunction alarm occurred while performing the device software update. Customer's blood glucose level was 251 mg/dl which was addressed by administering a manual injection. Reportedly, the customer had manual injections as alternate insulin therapy.